Event description:
A customer reported an issue with the time settings on their device, which resulted in a high blood glucose reading. The specific blood glucose value was unknown but was displayed as "high." There was no adverse impact to the customer's blood glucose level reported. The customer took corrective action by administering a correction bolus via the pump. The customer did not require additional assistance, but technical support helped update the pump time settings. The customer was advised to monitor the time discrepancy and follow up if it recurred, which they understood and acknowledged.